Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode, however a longevity estimate from september 2022 had previously indicated there was three years remaining on this battery. Upon interrogation, codes 0x0 0x0 0x0 were identified. This crt-p remains implanted at this time, however device replacement was recommended. It was noted that the patient was pacer dependent. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode, however a longevity estimate from september 2022 had previously indicated there was three years remaining on this battery. Upon interrogation, codes 0x0 0x0 0x0 were identified. This crt-p remains implanted at this time, however device replacement was recommended. It was noted that the patient was pacer dependent. No adverse patient effects were reported. Additional information received reported that this crt-p was returned for analysis, which indicates this device was explanted as surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode, however a longevity estimate from (B)(6) 2022 had previously indicated there was three years remaining on this battery. Upon interrogation, codes 0x0 0x0 0x0 were identified. This crt-p remains implanted at this time, however device replacement was recommended. It was noted that the patient was pacer dependent. No adverse patient effects were reported. Additional information received reported that this crt-p was returned for analysis, which indicates this device was explanted as surgical intervention. No additional adverse patient effects were reported.